Manufacturer narrative:
Citation: omar hamodat et al. Comparative outcomes of transcatheter versus surgical aortic valve replacement in elderly patients with severe symptomatic aortic stenosis: a systematic review. Journal of the saudi heart association. Sep 26;36(3):242-251. 2024. 10.37616/2212-5043.1393. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of comparative outcomes of transcatheter versus surgical aortic valve replacement in elderly patients with severe symptomatic aortic stenosis.  The meta-analysis included nine studies encompassing 8,884 patients who were predominantly female with a mean age of 77.76 years old.  Multiple manufacturer¿s devices were implanted in the study population; medtronic patients were implanted with a corevalve, evolut r, evolut pro, evolut pro+ or evolut fx bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: stroke, myocardial infarction, and prosthetic valve endocarditis.  No further information was provided pertaining to medtronic products.